Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices (main console, dome light, mobile phone). These alerts and notifications will be sent via network application, nurse communication (optional), and wireless communication devices within the healthcare environment. The application will provide reports on the data collected and alerts generated. The application will also provide default voalte® patient safety protocols which allow caregivers to customize voalte® patient safety protocols, within the application, based on their risk assessment of the patient. Patient safety will monitor the voalte® patient safety protocols set by the caregiver and the associated data points and alert caregivers when the protocol settings are violated or require attention. The nurse call system when used with selected hillrom beds, the patient safety feature and real-time locating devices, allows a bed's exit alert to be temporarily suppressed (or silenced) while the appropriate caregiver is recognized as being present (located) in the patient's room. Upon the caregiver exiting the patient's room, the feature allows for the automatic enabling of bed exit alert. During suppression, the system displays the notification of the feature as off/inactive at applicable interfaces (patient's bed, status board, and grs5). The initial inspection of the system performed by a hillrom representative, notes the system to be working correctly and contributes the reported allegation to the user manually turning off the bed's exit alert. Additional inspection and troubleshooting found the issue to be due to a software bug where a certain sequence of events may result in the alert suppression feature getting stuck "on" after a caregiver leaves the room resulting in the bed exit remaining disabled when it should automatically re-enable. In this event, no patient falls or injuries were associated with the allegation, which concludes no serious injury occurred. It was determined that a software issue contributed to the continued suppression of the bed's exit alert and the bed remaining disabled. If the report of a bed exit alarm not reactivating and remaining disabled were to recur, the absence of monitoring a patient's bed exit is likely to result in a fall with a serious injury. Therefore, hillrom is reporting this event.

Event description:
It was reported that the bed exit alarm feature of the nurse call system was not automatically reactivating the bed's exit alarm when a caregiver would exit a patient's room which could lead to a patient fall. It was confirmed that no patient falls or injuries are associated with this complaint. This event was captured under hillrom complaint ref #(B)(4).